Event description:
It was reported that the patient had the artificial urinary sphincter removed due to device failure. A new artificial urinary sphincter consisting of a 4.0 cm cuff, pump, and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the patient was not dry with prior implants. The symptoms occurred a few months prior to surgery. The fluid was not transferring when the pump was activated. The physician removed all implants after the pump and cuff did not respond. The physician indicated that the explanted device was originally implanted about 5 years ago.